Manufacturer narrative:
H10: additional manufacturer narrative updated to,"development of infection at insertion site is a known and anticipated potential adverse effect, which does not require additional investigation per ntf-0282. Per case notes, the sensor had already been removed from the patient's arm on (B)(6) 2021 due to early sensor retirement. The infection was developed post sensor removal. No further information could be gathered due to lack of response from the user". D6b: explanted date updated to (B)(6) 2021.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On june 29th 2021, senseonics was made aware of an adverese event where a horrible infection has been developed in patient's arm where the sensor was removed from and patient was admitted in emergency room.